Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, a trapezoid rx was used to attempt to crush a 2cm stone. However, the handle of the trapezoid rx broke during the attachment to the alliance gun. The procedure was completed with another trapezoid rx. There were no patient complications as a result of this event.